Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, concentric, 75% stenosed, de novo, mid left anterior descending (lad) artery, the 3.0 x 15 mm tenku balloon dilatation catheter (bdc) met anatomical resistance during advancing, but was inflated at the lesion and during the fourth inflation at 10 atmosphere (atm) the balloon ruptured. The bdc was removed and a different non-abbott bdc was used in the procedure without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.